Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider via a company representative in regards to a patient who was being treated with lioresal intrathecal (2000 mcg/ml; 100 mcg/day; lot # unable to be obtained). The patient's indication for device/therapy use was the spinal cord injury and intractable spasticity. The patient had a history of a spinal cord injury. Additional medical history or medications being taken by the patient at the time of the event was not provided. The patient's catheter was recently implanted on (B)(6) 2015 and the spinal incision opened. The catheter was directly visible through the open wound. The catheter was considered contaminated, so it was removed. It was planned for the catheter to be replaced in the future. Antibiotics were administered to the patient. The issue had resolved and the patient was alive without injury as of the date of this report. The cause of the event, additional troubleshooting or actions taken was not provided. Information was received from a healthcare provider via a company representative who indicated that the infection at the spinal site was not as severe as presumed on initial inspection. As a result, the catheter was not removed as previously reported. Instead, the incision was washed out and the catheter was spared.